Event description:
Customer reported both monitors went dark during use. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors and display adapter pcb. System operates as intended.